Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated. Evaluation of the device found that the language software was not installed. The language software was reinstalled to resolve the malfunction. The device was recertified and returned to zoll stock. The customer rec'd a replacement.